Manufacturer narrative:
H10: upon follow up with the customer, the customer clarified that, after further investigation, the device is not a baxter product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown administration set did not infuse medication well; only half of the medication infused. This was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.